Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that device was not turning on. There was no report of patient involvement.

Manufacturer narrative:
This is a duplicate of (B)(4), MDR # 1218950-2015-02967.